Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-mar-2026, it was reported by a sales representative via sems-07266105 that an ar-9239ag drill is very dull. Noticed during a case with no patient effect.